Event description:
It was reported that the device 'popped out' of the back of the handle. It disconnected, but had not completely separated. When it was removed, the stent was half-way out of the delivery system, so it was deployed on the table. The doctor removed the system and completed the procedure with another stent without incident. The intended site was the left iliac vein. There was no pt injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg, and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned for eval. The safety clip was missing upon receipt of the sample. The handgrip had been partly triggered for 100mm. The distance from the sheath connector to the oval handle was 165mm. There was a kink on the outer sheath at the catheter reinforcement. The stent was released and missing. Within the sheath the distance from the inner catheter to the tip was 13mm. The system was clipped out of the blue slide proximally, but still clipped in the white spacer. This application represents an off-label use for this device. The current info for use for this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.